Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2026. It was reported that, when turning the lever, the band did not deploy and instead caused it to spin idly. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Section e: this event was reported by the sales representative. The health care facility is: (B)(6).